Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose value ranging between 300 mg/dl to 400 mg/dl. Customer does not know reason for high blood glucose value. Customer declined troubleshooting and stated that they would speak with health care professional regarding the high blood glucose. Insulin pump will not be returned for analysis.